Event description:
On (B)(6) 2025, the user reported experiencing a high blood glucose (bg) level of approximately 300 mg/dl after running out of insulin and eating before changing pump supplies. The user replaced the insulin cartridge and infusion set, after which bg levels returned to normal. No medical intervention or hospitalization was reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.